Event description:
A patient had two (2) 3.0 mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stents implanted on the day of the index procedure and it was reported that patient death occurred 2 years and one month from the date of the index procedure. No other clinical sequelae were reported.

Event description:
It was reported that the cause of death was for myocardial infarction.

Manufacturer narrative:
Results: inherent risk of procedure (death).(B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4)